Event description:
In 11/92 rptr had spinal surgery with fusion attempt using plates and pedicle screws. Screws loosened and second fusion (different md) on 11/93 was accomplished using four pedicle screws and a rod and spacer. He still has chronic unrelenting pain and dr has advised him to have screws etc removed. He was never advised that the screws were not approved for spinal use and that the complication rate was high. Had that been made known to him, he would have requested a fusion attempt not using the screws. The pt should have that info before surgery.